Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per email correspondence, the requested surgical records and x-rays are unavailable. Without the requested surgical records and x-rays, the clinical root cause of the infection cannot be concluded. The patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A review of sterilization documents indicated that the product was sterilized according to sterilization release documentation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2021, the patient experienced an infection. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The r3 20 deg xlpe acet lnr 32mm x 50mm was explanted. During washout + calcium sulphate beads procedure the r3 3 hole ha ctd acet shell 50mm appeared loose, with osteolysis also seen superolateral in the acetabulum/ilium. The cocr 12/14 fem head 32 + 0 and two unidentified screws were also explanted. The patient outcome is unknown.